Manufacturer narrative:
The issue was resolved by replacing the heater element. Preventive maintenance was completed per specifications.

Manufacturer narrative:
Medtronic's investigation has determined that the hospital is using filtered tap water in the bio cal instrument. The type of filter was not specified. The operator¿s manual recommends the use of de-ionized water rather than tap. The facility¿s water usage does not meet the requirement of the operator¿s manual. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product will not be returned for analysis. Medtronic's investigation is currently in progress.

Event description:
Medtronic received information that during preventive maintenance by a field service technician, half of the heating element was not functioning in this biocal heater/cooler instrument. There was no patient involvement in the event. The preventive maintenance was completed in the field. Additional information was later received indicating that filtered tap water is used in the instrument. Per the IFU, de-ionized water should be used in the biocal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.